Manufacturer narrative:
(B)(4). Concomitant medical products: 00596703600 - mini distal femoral cutting guide - 60107966. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgery coordinator discovered a pin lodged in the distal femoral cutting guide when reviewing the tray to send out for surgery. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6. Visual evaluation of returned instruments found that the headless pin was jammed in the cut guide. Lot of wear, nicks, gouge were seen in both cut guides and headless pin. Burrs were seen in the slot of the cut guide. The DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue was due to repeated use of this instrument for more than 15 years of field life; which causes wear, tear along with burrs to the instrument, and causes the jamming issues. Per package insert (instrument/ provisional use and care), inspect all instruments/provisional carefully prior to each use. If damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.